Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
On (B)(6) 2016, the patient underwent the surgery with variax clavicle. After one week, the surgeon confirmed by x-ray that the distal fracture was dislocated and the locking screw was backed out. After two week, the fracture moved, the bone loosened. The surgeon performed revision surgery on (B)(6) 2016. The surgeon requested the medical opinion of the consulting doctor by image data.

Manufacturer narrative:
The reported incident that superior plate - decreased curvature variax clavicle 6 hole / left was alleged of issue s-41 (poor fixation) could be confirmed (consulting the x-rays). Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inappropriate chosen implants (see explanation below). Statement from medical expert: a 6 - hole variax clavicle plate was used for orif of a clean transverse fracture of the clavicle at mid third with displacement of an entire shaft width. Based on the x-rays, it is clearly evident that the chosen screws were too short as the screw tips did not perforate the far cortex. It is also evident (on the x-rays) that the bone quality is rather poor (osteopenia or osteoporosis). To choose a 6-hole plate under such circumstances was not sufficient (plate length too short), in order to absorb the bending moments resulting in high forces on these screws. Even more, as the screws did not perforate the far cortex, which is clearly reducing the strength of the interface between the screws and the bone. The three lateral screws have been backed out, whereby the plate - screw connections most likely got loose due to increased instability. From a clinical aspect, in a patient with such poor bone quality at least a 9 ¿ hole plate should have been used and furthermore the screws should have been protruded through the far cortex by minimum 2mm. The risk of an arrosion of the subclavian-vessels is not given with such a marginal protrusion of the screw tips. Furthermore, a consequent post-operative physical rest and a limitation of arm abduction over 90° for a minimum of 6 weeks should have been ordered. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2016, the patient underwent the surgery with variax clavicle. After one week, the surgeon confirmed by x-ray that the distal fracture was dislocated and the locking screw was backed out. After two week, the fracture moved, the bone loosened. The surgeon performed revision surgery on (B)(6) 2016. The surgeon requested the medical opinion of the consulting doctor by image data.